Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the middle port (clearlink); further described as a leak at the "y-site luer connection". The tubing started to leak after the fluid was spiked and prior to attaching it to the patient; the set was being primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between april 21, 2025 ¿ april 22, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak at the second y-site clearlink was observed. An autopsy on the second y-site clearlink was performed, and a hole in the component was observed. The reported condition was verified. The cause was determined to be from the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.